Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute appendicitis, multigravida, parity 3 and vaginal delivery. Concomitant products included depo-provera (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain had resolved and the vaginal haemorrhage, menorrhagia and weight increased was resolving. The reporter considered abdominal pain, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure sterilization performed with 1-2 coils remaining on both sides after the implant was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: coils were in place and everything looked good, intact bilateral fallopian tube embolization coils with apparent complete occlusion bilaterally. There is no passage of contrast into fallopian tubes or free spillage into peritoneum. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), weight gain / loss specify which one: weight gain and abdominal pain. Patient's medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute appendicitis, multigravida, parity 3 and multigravida. Concomitant products included depo-provera (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain and menorrhagia had resolved and the vaginal haemorrhage and weight increased was resolving. The reporter considered abdominal pain, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure sterilization performed with 1-2 coils remaining on both sides after the implant was inserted. She received treatment for: pelvic pain, abdominal pain, menorrhagia and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: coils were in place and everything looked good, intact bilateral fallopian tube embolization coils with apparent complete occlusion bilaterally. There is no passage of contrast into fallopian tubes or free spillage into peritoneum. Lot number: b30421, manufacturing date: 2013/05, expiration date 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event added: pelvic pain. Event outcome updated for: menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute appendicitis, multigravida, parity 3 and multigravida. Concomitant products included depo-provera (B)(6) 2013 to november 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ sharp pains"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ my periods are extremely heavy now and last a week"), toothache ("tooth pain") with hypoaesthesia and oral pain and abdominal pain lower ("I get the most awful cramps/ severe cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, menorrhagia and weight increased had resolved, the vaginal haemorrhage was resolving and the toothache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain, toothache, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure sterilization performed with 1-2 coils remaining on both sides after the implant was inserted. She received treatment for: pelvic pain, ,abdominal pain, menorrhagia and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: coils were in place and everything looked good, intact bilateral fallopian tube embolization coils with apparent complete occlusion bilaterally. There is no passage of contrast into fallopian tubes or free spillage into peritoneum. Lot number: b30421 manufacturing date: 2013/05 expiration date 2016-05-31 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : reporter added. Events added- toothache, abdominal pain lower, face numbness and oral pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute appendicitis, multigravida, parity 3 and multigravida. Concomitant products included depo-provera (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain had resolved and the vaginal haemorrhage, menorrhagia and weight increased was resolving. The reporter considered abdominal pain, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure sterilization performed with 1-2 coils remaining on both sides after the implant was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: coils were in place and everything looked good, intact bilateral fallopian tube embolization coils with apparent complete occlusion bilaterally. There is no passage of contrast into fallopian tubes or free spillage into peritoneum. Lot number: b30421 manufacturing date: 2013/05 expiration date 2016-05-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.